Manufacturer narrative:
A ge service representative performed an on site investigation. The cables from camera to image processor were evaluated and reseated. The system was tested and found to be working as intended

Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.